Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and subsequently, developed a clot. The patient was initially supported with intra-aortic balloon pump (iabp). The impella 5.5 was inserted to the right axillary artery. The iabp was turned off and removed over wire in exchange for an 8 frnch sheath to right femoral artery (rfa). The impella 5.5 pump position was verified on transesophageal echocardiogram and the site was secured. The patient was transferred to the unit on impella mcs. Update post arrival to the unit noted access site was intact and jackson-pratt (jp) drain was stable with plans to remove the 8 french sheath from the rfa when activated clotting time decreases. Approximately 14 days later, the unit update noted there was swelling at the insertion site since the jp drain was removed due to a clot "the other day." The actual day the clot and the relationship between the clot and the impella are unknown. Five days later, the patient was noted to be doing well, the swelling had gone down, and the patient received a new jp drain. The patient continued on impella mcs until successfully weaned and explanted without issues.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus could not be determined as the device was not returned nor sufficient clinical details.